Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed an error and insulin was squirting out, and the device prompts to fill tubing again. The customer's blood glucose was unknown. The drive support cap was recessed. The discontinuation of the device was advised. Nothing further was reported.